Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the device was used in a mildly calcified access site. The instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported difficulty to remove and foot retraction problem was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported difficulty to remove, foot retraction problem and treatment appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received and indicated the arteriotomy closure was of the mildly calcified right common femoral artery. There was a reported clinically significant delay in the procedure due to the surgical procedure performed to remove the device from the patient. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional stenting procedure of the iliac artery. Reportedly, after the plunger was retracted and the lever was back to its original position the device could not be removed from the access site. The device was pushed, pulled several times and disassembled but could not be removed from the access site. A cut down procedure was performed and the device was removed using surgical intervention. When the device was removed the foot was noted to be open. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.